Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia while using the ilet on their first day, noting blood glucose as high as 386 mg/dl and 373 mg/dl during the event, with elevated levels for approximately six hours, after observing air bubbles throughout the tubing and cartridge and subsequently performing a full supply change and resuming insulin delivery. Symptoms included increased urination. Outcomes included no hospitalization, no professional medical intervention, no use of backup therapy, and no ketone testing. Investigation included user troubleshooting and education by customer support. Investigation of this case revealed an undetermined cause of hyperglycemia, and replacement cartridges and connectors were provided. It was concluded that the cause of the reported hyperglycemia was unclear. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.